Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, it was reported that the patient annulus measured 87.4 mm and the left ventricular outflow tract (lvot) measured 86.7 mm. During the implant, the valve was deployed at a depth of 4 mm on the ncc and 5 mm on the left coronary cusp (lcc). Upon release of the valve, the valve dislodged into the lvot, to a depth of 15 to 20 mm. A snared was used in an attempt to relocate the valve back to the appropriate depth, however was unsuccessful. The patient was transferred to the operating room. The transcatheter valve was explanted a surgical valve was implanted. No additional adverse patient effects were reported.